Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant this lead exhibited undersensing after different positioning attempts were performed. The lead was thus surgically abandoned and a new lead was used. No adverse patient effects were reported.

Event description:
It was reported that during the implant this lead exhibited undersensing after different positioning attempts were performed. The lead was thus surgically abandoned and a new lead was used. No adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.